Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and there was char on the distal tip electrode of the catheter when changing catheters. Temperature too high, ablation cut off alert during procedure were also noted. The patient was anticoagulated. The physician considered the amount of char excessive. Heparinized normal saline was used as the irrigation fluid. The catheter was replaced, and the issue was resolved, and the procedure was continued. No adverse patient consequence was reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, evaluation, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis of the returned sample revealed char material was attached between the first and second electrodes. A temperature and impedance test were performed, and the results were found within the specifications. Afterward, an irrigation test was performed, and the device was partially occluded. Further investigation revealed char residues occluding some of the irrigation holes. A manufacturing record evaluation was performed for the finished device number lot 31321230l and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Since char material was observed occluding the irrigation holes, this failure could be related to the temperature issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the char could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing and expiration dates are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and there was char on the distal tip electrode of the catheter when changing catheters. Temperature too high, ablation cut off alert during procedure were also noted. The patient was anticoagulated. The physician considered the amount of char excessive. Heparinized normal saline was used as the irrigation fluid. The catheter was replaced, and the issue was resolved, and the procedure was continued. No adverse patient consequence was reported.